Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was starting friday evening the pt claimed their equipment broke for the pt was messing with the therapy since they were uncomfortable because for some reason it spiked and it hurt them. It went haywire for therapy was too strong. When the pt tried to communicate their handset and communicator it took 5 or 6 tries to get the communicator and handset to communicate to turn therapy off. When they turned off the therapy they restarted everything which then it backfired for them because that was when the equipment would not communicate; the handset was wanting them to scan but they could not for they had to manually enter the communicator serial number and by then it still could not communicate. Pt texted their rep on friday and they did not respond yet. The pt was frustrated with the reps because when pt would try to get appointment since they did not know how to function the equipment they kept blowing them off. Pt had been upping and decreasing therapy but they were not sure if it was right or wrong, the pt was in a lot of pain and wanted to know the best way to stop the pain. Pt was not satisfied. During call pt reset the communicator and closed all applications. Pt had to scan the communicator code into the handset. The pt was able to communicate. The troubleshooting steps that were taken on the call resolved the issue. Agent sent out email to local medtronic reps and redirected pt to their hcp for assistance on how to use therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and said they were able to make an appointment with their doctor, which is coming up on january 7th. The patient had been trying to communicate with the reps in their area through group chat that was set up with reps but had not heard anything back, so they were getting nervous a rep wouldn't be there to assist with the stimulation issues they had been having - over and under stimulating. Patient said they really wanted therapy to work and help them get off pills. Agent explained roles of doctor (hcp) and reps; provided and explained use of national answering services (nas) number for their hcp to be coordinating the appointments between them and the reps. Agent additionally sent email to the field for visibility. Rep replied to email stating they will reach out to the patient.

Event description:
Additional information received from the manufacturer representative reported that the patient was going to be seen for an in-office visit on 28-jan. The patient had been given instructions to decrease stimulation if needed.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the strong stimulation was unknown, however after meeting with the patient it appeared the patient may have increased the intensity using their controller. Stimulation and thresholds were adjusted and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6) product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.